Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: when giving respiratory treatment to a patient, there is an alarm for respiratory obstruction midway. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: when giving respiratory treatment to a patient, there is an alarm for respiratory obstruction midway. No health consequences or impact